Event description:
During implantation of a vns generator and lead on (B)(6) 2012, the surgeon attempted to unscrew the generator from the lead in order to tunnel it under the skin. Diagnostics were within normal limits. The surgeon encountered difficulties disconnecting the lead and eventually broke it. A new vns generator and lead were successfully implanted. The generator and lead have been returned and are pending analysis.

Event description:
Product analysis was completed on the returned vns generator. The "as-received" configuration describes the setscrew as being in a fully inserted/tightened condition, which may have contributed to the reason for removal difficulties. Visual examination performed at the bench revealed that the bottom threads of the connector block were damaged, possibly from the setscrew being tightened down without the lead in lead pin cavity. Metal burrs were also noted on the bottom threads and a piece of metal was observed in the lead pin cavity. Examination of the bottom of the setscrew showed indentation from the lead pin. Examination of the setscrew threads showed metal debris adhered to the thread, most likely metal from the damaged connector block thread. Based on this observation it appears that the setscrew was not backed out prior to attempting to remove the lead. Damage was noted to the connector block and setscrew. It could not be determined when this damage occurred and if it may have contributed to the reason for removal difficulties. Electrical test results showed that the pulse generator performed according to functional specifications. Other than the mentioned damage to the connector block there were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.